Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.

Event description:
It was reported that the patient was scheduled for system explant. The reason for pending explant was not provided.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was obtained, revealing that the system was explanted via surgical intervention on (B)(6) 2025. Additionally, it was confirmed the system was explanted electively, there was no allegation against the device.